Event description:
Customer alleges discrepant results (lot to lot variability) with meter: lot #: 262184, date: (B)(6) 2011, inratio: 4.9; 262184, inratio: 4.9; 254609, inratio: 5.1; 254609, inratio: 5.4.

Manufacturer narrative:
Investigation pending.